Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the suture material within the device broke. This occurred twice during the same procedure. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with third device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.